Event description:
It was reported that a malfunction occurred with the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any issues reappeared.